Event description:
This is a spontaneous case report received from a lawyer on 13-oct-2016 in the united states, on behalf an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012 for permanent birth control. On or about (B)(6) 2012, the plaintiff had an hsg test that confirmed full occlusion of her fallopian tubes. Over the following weeks and months after the implant, she began experiencing: severe, lower pelvic/abdominal pain; severe, abnormal menstruation pain; abnormal, heavy bleeding; prolonged, abnormal menses; severe, abdominal cramping; severe, back pain; dyspareunia; migraines and headaches; vaginal discharge and infection; fatigue; weight fluctuation; a metallic taste in mouth; and hair loss. On (B)(6) 2016, plaintiff underwent a bilateral salpingectomy. This invasive and painful surgery that she was forced to undergo, was performed and left her with permanent scars. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe lower pelvic pain and abnormal heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Follow-up received on 15-nov-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe lower pelvic pain and abnormal heavy bleeding. These events are anticipated in the reference safety information for essure. Pelvic pain and changes in bleeding pattern, including heavy and unscheduled bleeding, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these both events and suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") and genital haemorrhage ("abnormal heavy bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo- provera from 2003 to 2008. Concurrent conditions included obesity. Concomitant products included linaclotide (linzess) since 2015, pantoprazole (protonix) since 2015 and ranitidine hydrochloride (zantac). On (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced depression ("depression"). On (B)(6) 2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"), the first episode of menorrhagia ("menorrhagia"), nausea ("nausea,"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2015, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe abdominal cramping"), dysmenorrhoea ("severe abnormal menstruation pain / menstruation pain"), the second episode of menorrhagia ("prolonged abnormal menses"), back pain ("severe back pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), vaginal infection ("infection") with vaginal discharge, fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), procedural pain ("painful surgery (salpingectomy)"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure coils). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, headache, vaginal haemorrhage, vulvovaginal mycotic infection, nausea, depression, vaginal discharge, weight increased, weight decreased, abdominal pain lower and abdominal pain upper had resolved and the genital haemorrhage, the last episode of menorrhagia, back pain, dyspareunia, migraine, vaginal infection, fatigue, weight fluctuation, dysgeusia, alopecia and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, migraine, nausea, pelvic pain, procedural pain, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased, weight fluctuation, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Reporter and patient demographics were added. Historical drug, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, menorrhagia, vaginal yeast infection, headaches, nausea, depression, vaginal discharge, weight gain, weight loss, lower abdominal pain and stomach pain added, event outcome was added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe lower pelvic pain") and dysfunctional uterine bleeding ("abnormal heavy bleeding / dysfunctional uterine bleeding") in a 29-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cesarean section, cholecystectomy (cholecystectomy and laparoscopic,), umbilical hernia repair, hernia repair, ectopic pregnancy, endometrial biopsy (proliferative phase endometrium) in december 2015 and irritable bowel syndrome. Previously administered products included for birth control: depo- provera from 2003 to 2008. Concurrent conditions included obesity, itching (allergies: (itching, rash)), rash (allergies: (itching, rash)), depression, gastroesophageal reflux disease, drug allergy, vomiting, acute gastroenteritis and hypokalemia. Concomitant products included linaclotide (linzess) since 2015, pantoprazole (protonix) since 2015 and ranitidine hydrochloride (zantac). On (B)(6)2012, the patient had essure inserted. On the same day, the patient experienced depression ("depression"). On(B)(6)2012, the patient experienced vaginal haemorrhage ("vaginal bleeding"), the first episode of menorrhagia ("menorrhagia"), nausea ("nausea,"), weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6)2015, the patient experienced vulvovaginal mycotic infection ("vaginal yeast infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), abdominal pain ("abdominal pain/ severe abdominal cramping"), dysmenorrhoea ("severe abnormal menstruation pain / menstruation pain"), the second episode of menorrhagia ("prolonged abnormal menses"), back pain ("severe back pain"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), vaginal infection ("infection") with vaginal discharge, fatigue ("fatigue"), weight fluctuation ("weight fluctuation"), dysgeusia ("metallic taste in mouth"), alopecia ("hair loss"), procedural pain ("painful surgery (salpingectomy)"), abdominal pain lower ("lower abdominal pain") and abdominal pain upper ("stomach pain"). The patient was treated with surgery (bilateral salpingectomy to remove essure coils). Essure was removed on(B)(6)2016. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, headache, vaginal haemorrhage, vulvovaginal mycotic infection, nausea, depression, weight increased, weight decreased, abdominal pain lower and abdominal pain upper had resolved and the dysfunctional uterine bleeding, the last episode of menorrhagia, back pain, dyspareunia, migraine, vaginal infection, fatigue, weight fluctuation, dysgeusia, alopecia and procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, abdominal pain upper, alopecia, back pain, depression, dysfunctional uterine bleeding, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, procedural pain, vaginal haemorrhage, vaginal infection, vulvovaginal mycotic infection, weight decreased, weight fluctuation, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.8 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : dysfunctional uterine bleeding. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: medical records received : the reporter, historic and concomitant condition added. The event "dysfunctional uterine bleeding" clubbed with abnormal bleeding (general). Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.